Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES screen was turned into white randomly. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6)was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6)was performed from the date of manufacture, 19-JAN-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the station screen was turned into white. A Field Service Engineer (FSE) replaced the All in One (AIO) initially, but the station crashed when medications were accessed. The power module was subsequently replaced, which resolved the issue. The drawers were tested successfully and synchronization with the server was verified, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.